Event description:
It was reported that the patient experienced frequent charging of the spinal cord stimulation (scs) implantable pulse generator (ipg). The patient underwent a revision procedure in which the ipg was replaced. The patient is recovering as expected. The explanted ipg will not be returned as it was retained by the customer.